Event description:
The affiliate reported that after the sensor was inserted into the icp, no signal could be detected on the screen. The surgeon removed the implanted sensor quickly and changed to another one to complete the surgery. The event occurred prior to closing the procedure. There was no surgical delay.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The device was received from the affiliate, sent to eto decontamination and then sent to the purchasing department to be sent to the supplier for evaluation. The purchasing department stated that it is not certain that the device was received or not. However, they know that this product was never sent to the supplier for evaluation. The complaint sample appears to be lost. No evaluation could be performed as the sample is not available. In the absence of the complaint sample, the supplier reviewed the quality records and it was verified that prior to distribution this device met all manufacturing and quality testing/inspection specifications. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Follow up medwatch is being filed based on the new matrix that went into effect on (B)(6) 2013. This type of event has been classified as a serious injury and not a malfunction.